Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. An optical examination of returned instruments¿ optical lenses identified foreign material. After cleaning, an image was taken using the instruments. No fogging or darkness identified on the images taken utilizing the returned instruments. Associated documentation states the instrument must be entirely free of moisture prior to usage to avoid fogging during surgery. The above observations are consistent with inappropriate care and maintenance of the instrument.

Event description:
It was reported that the scopes were fogging over and getting dark overtime during unspecified spinal surgeries. No patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.